Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Manufacturer narrative:
Consumer reported experiencing burning and stinging on two separate occasions after using product. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Patient is recovered. The complaint sample was not returned for evaluation. Treating doctor reported that the product did not cause or contribute to the contact lens related superficial keratitis in the right eye.

Event description:
Consumer reported experiencing burning and stinging on two separate occasions after using product. Consumer visited optometrist. Optometrist reported patient was seen with complaints of irritation and foreign body sensation. Patient was diagnosed with contact lens related superficial keratitis in the right eye. Patient was prescribed lotemax to be used 4x/day in the right eye for 1 week. (Instead of following doctor¿s prescribed regimen, consumer reported using lotemax 2x/day for 2 weeks.) Treating optometrist indicated that the product did not cause or contribute to the reported event. Doctor also stated that the event was not considered life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Patient is recovered. No follow-up appointment necessary.